Event description:
It was reported by repair work order that the head end brakes could not remain engaged due to damaged brake adjuster and malfunctioned brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.